Event description:
Ous MDR - boston scientific received information that an increase in pacing thresholds was noted on this right atrial lead as well as a loss of capture. A lead dislodgment was alleged. This right atrial lead is scheduled for a repositioning. No adverse patient effects were reported. Upon additional information this investigation will be updated.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.